Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on september 15, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at abutment site. Clinical management is ongoing. The implanted device remains.